Event description:
It was reported that the patient was receiving continuous infusion of IV remodulin through a cadd solis pump was admitted to the hospital due to a suspected pump occlusion. The set flow rate and volume delivered are unknown. The infusion is life-sustaining, and the patient outcome is unknown. This blockage could prevent delivery or extraction of fluids. The event would likely cause or contribute to a death or serious injury. There was patient involvement with unknown harm.

Manufacturer narrative:
The suspected pump was not returned for evaluation. Investigation cannot be performed, and root cause cannot be determined. D4 - serial #: possible serial no's: (B)(6). Mfg date: 16-jan-2023 and 24-may-2024. D4 - primary UDI number: di is unknown.